Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that the plating on c-cover is peeled, the adhesive on the bending section cover is chipped and the venting connector of the light guide (lg) connector has corrosion. There was no patient involvement.